Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the infusion set and confirmed that the cannula was bent. The customer's blood glucose was 400 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer declined troubleshooting for high blood glucose and the bent cannula. The customer expressed not feeling well. The customer was advised that a replacement infusion set would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.